Event description:
The ventilator was hooked up to pt and the therapist noticed the ventilator stopped delivering gas. There were no audible alarms and the front panel went blank. The pt was manually bagged until another ventilator was hooked up. A svc tech was dispatched.